Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) in an emergency room regarding a patient receiving an unknown drug via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. On 2016-05-29 the hcp reported that there was a possible overdose with the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.